Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-02307. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when a patient presented in clinic after receiving a notifier, the device was found to have reached eri. Previous follow-up noted remaining longevity to be 4-6 years. The device was explanted, and the patient was fine post-procedure.